Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure while using a flexor introducer sheath, the sheath pulled apart from the check flo valve. It was also reported that the patient did not experience any adverse events due to this occurrence. No unintended section of the device remained inside the patient's body.

Manufacturer narrative:
Investigation - evaluation: a review of dimensional verification, complaint history, device history record, documentation, manufacturing instructions, drawing, specifications, and quality control and visual inspection of the return device was conducted during the investigation. One used flexor balkin guiding sheath was returned with the sheath proximal fitting separated from the sheath tubing. The dilator was not returned. The proximal tubing was damaged and no flare was present. The proximal end was accordioned at 4.4 centimeters (cm). The check-flo was dissembled from the connector cap in order to determine if the flare was present. The separated flare of the sheath tubing was present between the connector cap and check-flo. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. Monitoring for similar complaints will continue.